Event description:
Information was received indicating that this smiths medical medfusion 3500 exhibited motor issue (not moving). No patient injury reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the top case was cracked on the lower right front corner. A review of the event history log (ehl) identified motor rate error and motor not running. During the functional test the motor not running error was found at the beginning of occlusion test. The lead screw nut was found too tight due to incorrect assembly by customer. The root cause of the issue was caused by the customer's incorrect assembly of the device. To resolve the problem, reassembled the lead screw nut, cleaned and greased the whole motor assembly and performed preventative maintenance and all functional testing.

Event description:
Additional information received via email: event did not occur while pump was in use with a patient; event occurred during routine maintenance/repairs.